Event description:
A digital subtraction angiogram was performed during a peripheral study. Following routine deployment of a 6f angio-seal device, the pt complained of feeling "unwell" and blood pressure dropped. It was determined that the pt had a retroperitoneal bleed and a blood transfusion was required (two units of packed cells). The pt is recovering. History of laparoscopic hernia with surgical mesh, vascular complications. 5, 000 units of heparin had been administered prior to procedure.